Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during vitrectomy surgery, an ophthalmic backflush did nit aspirate. Surgery was completed with alternative backflush and with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with it. The returned instrument was received at the manufacturing site packed in a plastic bag alongside an outer blister and the label of the custom pak. The inner blister which offers protection during shipment was not used and the tyvek lid foil which would show the lot information was not provided. The returned sample shows some macroscopic signs of damage, namely that the metal tube is bent and the soft tip is missing. The instrument does not show any surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed that the polyurethane soft tip was sheared off close to where it is bonded to the metal tube. The instrument was then functionally tested regarding the aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the sample and that the aspiration as well as the irrigation works as expected as the initial report description does not mention the tube bending or the missing soft tip, these issues may be attributed to the improper instrument protection during shipment from the complainant to the investigation site. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the defects occurred can no longer be determined, nor can the strain put on the device be reconstructed. It cannot be determined how or where the damage to the sample occurred, as the returned product was not protected adequatly during the shipment process. Therefore a root cause for the customer's reported event could not be determined and the root cause code "inconclusive - unable to verify" is selected. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).